Manufacturer narrative:
E1 initial reporter phone: (B)(6). Note: per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. However, there was no catheter involved the incident occurred outside of a procedure, therefore no PMA details are available. The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a johnson & johnson representative experienced 2nd degree burns from a ngen rf generator, and the representative's burns required the charred skin to be removed. It's been said while installing the system to start the day, when the johnson & johnson representative plugged the power cable of the remote on the ngen it, the cable burnt at the intersection of the male and female connector and burned them. No procedure involved. There were visible flames and sparkles. Smoke was present during the event as well. The burnt cables belong to the ngen (the power cable of the remote control). This occurred during installation of the lab before the first case. The physician was not in the room. No patient was injured. The company representative had 2nd degree burns on their left index finger and went to the emergency room and later the severe burns department. The charred skin had to be removed. Natural healing was ongoing. Their condition has reportedly improved. After further investigation, it was discovered that there was an abundance of water in the ngen cart. The irrigation bags (3 liters) were attached to the infusion stand of the ngen cart. The medical team believes that one bag must have been left overnight and leaked onto the cart. When the staff arrived at 8 a.m., no bag was present on the infusion stand; someone must have removed it before the medical team arrived. And the water is believed to have flowed into the electrical cable, which triggered the spark and the flame.

Manufacturer narrative:
D4 primary UDI number has been updated to (B)(4). On 8-aug-2024, the product investigation was completed. It was reported that a johnson & johnson representative experienced 2nd degree burns from a ngen rf generator, and the representative's burns required the charred skin to be removed. It's been said while installing the system to start the day, when the johnson & johnson representative plugged the power cable of the remote on the ngen it, the cable burnt at the intersection of the male and female connector and burned them. No procedure involved. There were visible flames and sparkles. Smoke was present during the event as well. The burnt cables belong to the ngen (the power cable of the remote control). Device evaluation details: the pictures provided by the customer showed that the power cable was burned. Due to the condition observed, the unit was fully replaced as a preventive measure, and an escalation was opened to address the event reported. Further information received mentioned that there was "plenty of water in the ngen cart". The failure may be attributed to humidity, as one of the saline could have been left open overnight and leaked on to the cart/equipment. However, this cannot be conclusively determined with the information available. A device history record evaluation was performed for the finished device number 22470066fg, and no internal actions related to the reported condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of biosense webster's quality process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).